Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter alleges there is sample contamination in the cobas p 612 pre-analytics system and that wrong patient results were measured on a cobas 8000 system as a result. The affected patients were summoned to the emergency room, where a second sample is collected. Results from the second samples are normal. The customer provided specific data for one patient sample tested for creatinine. The specific creatinine reagent used was requested, but not provided. An heparin gel tube collected from the patient was processed on the cobas p612 system resulting in a creatinine value of 330 (no units of measure provided). An edta tube collected from the patient at the same time was processed on the cobas p612 system, resulting in a creatinine value of 73. When the heparin gel tube was repeated, the creatinine result was still 330. The creatinine reagent lot number and expiration date were requested, but not provided.